Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they couldn't get "this thing" started. Agent could hear the wireless recharger (WR) beeping in the background and asked patient if they were trying to charge, patient said yes. Agent walked patient through closing out of apps and reviewed recharging information and WR placement, and patient confirmed they were able to connect to charge with excellent connection. Patient then said the implant was at 100%, agent tried to clarify again and patient said they wanted to turn the stimulation on. Agent asked, patient confirmed stimulation was on already, but said they didn't feel any stimulation, starting yesterday. Patient mentioned they felt stimulation before, like tingling in their leg or somewhere, but not now. Agent asked, patient said yesterday they tried the whole process to charge, but they got to where the recharger stopped beeping, but patient couldn't feel anything so they thought the stimulation wasn't on. Agent reviewed general use and information for the handset, communicator and WR. Patient stopped charging and tried to enter MyStim app, but saw Not Found Communicator. Agent asked, patient reported no lights on communicator, even after they pressed the power button. Agent asked patient to plug communicator in to power cord, but patient then said they were never given power cords when they got the equipment so had been using their own cords to charge equipment (patient checked in carrying case on the call but didn't see power cords). Agent had patient do a long button hold on communicator, and patient reported the lights came on. Patient was then able to connect to the therapy app and reported they were on group D and described programming. Patient said they tried increasing already but didn't feel stim on this group. Patient then mentioned they were on group A yesterday and could feel stimulation more. Patient changed to group C (another  group) and didn't feel stim, but when they changed back to group A, patient confirmed they felt stim again. Agent reviewed general information about different programming options and the differences in feeling stim or not. Agent redirected patient to their healthcare provider/rep to discuss patient's specific programs and patient said they were going to set up a time to meet with the rep but hadn't heard back yet (confirmed no rep awareness was made). Agent documented information given during the call. Agent sent request to repair for power adapter as patient did not receive power cords. Agent ordered physical manuals from patient manuals site per patient's request. Patient called back and mentioned previous information in this case. Patient mentioned they got the implant done because they had trouble walking. Patient got the temporary implant and it was so much better. Patient mentioned after getting implanted they didn't feel the pain anymore and didn't have pain most of the time so they couldn't tell a difference anymore. Patient's stimulation was set to where they wouldn't feel any tingling unless they wanted to. Patient mentioned they didn't hurt when they sat down. Patient mentioned if they turned the arrow up sometimes they could feel the tingling sensation. Patient (pt) mentioned the tingling was not uncomfortable and they could feel the stimulation. Patient also inquired if the implant decreasing from 100% last night to 70% today was normal. Agent reviewed information. Patient started with 70% Excellent connection and towards the end of the call the implant was at 100%. Agent redirected patient to their HCP. Agent closed case. Pt called back in and had general inquires on how the INS worked and how the handsets state affected the INS and continuation of therapy. Agent reviewed information. PT reported they did feel stimulation even when the Implantable neurostimulator (INS) was set to off. However, due to patient terminology it was difficult for the agent to clarify if the pt meant the handset itself being off, the communicator light being off or the actually therapy button. Agent reviewed information with the patient. During the call pt attempted to connect with the mystim RC application, but the INS was depleted. Pt connected with the recharger and began recharging on excellent. Pt stated they had charged to 90% the night before. Pt will monitor the issue and follow up as needed with their managing Healthcare provider (HCP).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.